Event description:
It was reported that a user¿s ilet displayed a high glucose condition, and the user¿s son assisted with a supply change after the user had eaten and announced the meal; no site moisture or leakage was observed, and a full supply change was completed with coaching despite difficulty following steps. Symptoms included hyperglycemia. Outcomes included completion of troubleshooting and education. Investigation included remote troubleshooting and guidance through a full infusion set and supply change with verification of drops and supplies. Investigation of this case revealed that the cause of the high glucose remained unclear after confirming no visible site issues and completing the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.